Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This supplemental is being submitted to correct the narrative contained in the field of the initial report. The narrative should be as follows: on (B)(6) 2016, a reporter for the patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to say when the meter started to read inaccurately. She alleged that on an unknown date and time, the patient obtained an alleged inaccurate high blood glucose result of ¿about 4.0 mmol/l¿ on the subject meter compared to ¿2.6 and 2.7 mmol/l¿ on bayer contour and sensocard meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. It is not known how the patient manages her diabetes. The reporter alleged that at the time of obtaining the alleged inaccurate result, the patient had developed symptoms of ¿increased heart rate and cold sweat¿. The reporter indicated that the patient had not taken action based on the result on the lfs meter, but had taken action based on the other meters¿ readings. The reporter also alleged that on other dates and times the patient obtained an alleged inaccurate high result on the lfs meter of 9.4 mmol/l compared to 5.1 mmol/l on the other meters and 14.0 mmol/l on the lfs meter compared to 10.0 mmol/l on the other meters. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date and the test strip vial was intact. The reporter described the correct testing steps and confirmed that the patient had used an approved sample site to obtain the blood samples. The reporter did not have control solution available to test the meter and test strips and the issue remained unresolved. As per local agreements, ¿information about this case will be forwarded to the central office in moscow, in order to arrange check or replacement of the meter¿. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.